Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the broken drawer needed replacement. The field service engineer (fse) observed that drawer 6.1 of the main unit could not closed properly. The right-side rail was damaged, and the retractor band was broken. The damaged drawer was removed, and a new drawer was installed and configured. Testing was performed using hardware test application and completed successfully. The customer verified functionality and confirmed success.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es has a broken drawer with a damaged main unit needs replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.